Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 400 mg/dl. The customer used a needle to get the to treat blood glucose. The customer used 3.3 u of insulin to treat high blood glucose. The customer also reported damage on battery compartment. Customer stated that the insulin pump has been bumped. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.